Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Coding update medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. It was reported that the trial was initiated on (B)(6) 2025. It was reported that the lead got broken lead, lead damaged, or lead cut. The patient accidentally cut the wire / lead .they was fixing their dress and they accidentally cut the wire. The cause of the event was known. The cause of the event was due to the patient accidentally cut the wire. Troubleshooting was performed and the patient was able to access the my therapy app to see if they can connect with the application (app) but it was showing communication error asked to retry but still getting communication error still . The cause of the communication issue was not known. The issue was not resolved and it was still ongoing. The patient was advised to contact the doctor. The patient data/info was not showing up on my journey app.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown, implanted: (B)(6) 2025. Product type lead product ID a521 lot# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.